Event description:
It was reported the patient had a staph infection at her scs ipg pocket site. The patient was treateed with an unknown medication and is "doing better." Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.